Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sutures were broken during use of t2. It occurred two times in a row to one patient. The surgeon removed the implants completely. A backup device was available. A delay of less than 30 minutes was reported. No patient injury was reported.

Manufacturer narrative:
The fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned prohibiting confirmation of the reported complaint of suture breakage. Visual assessment of the device shows the actuator in the post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established.